Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pin 8 was found to be bent and permanently compressed.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device's battery pins were damaged. There was no reported patient involvement/adverse patient impact.